Event description:
Technical services received a call on 6/20/2012. Caller reported patient is undergoing chemotherapy for colon cancer. Threshold increased and lost lv capture. She is now in hf. Amplitude had been decreased to attempt to save battery life. Physician changed medications and increased amplitudes once discovered. Patient is having intermittent diaphragmatic stimulation. Physician is aware of the stimulation and is leaving as is. Physician is dr. (B)(6) at (B)(6) general. L v lead was implanted on (B)(6) 2011 . No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).